Manufacturer narrative:
(B)(4). Batch # unk. Month and day unknown. Only year (2018) is known. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested and the following was obtained: what were the indications for surgery? Did the patient receive any pre-op chemotherapy or radiation? What purse string technique was utilized? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional receive audible & tactile feedback when firing the device? Was there difficulty in removing the device? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? Was a leak test performed at the end of the case? What does the surgeon believe caused the leak? What is the relationship to the stapler? How many days post-op did the leak occur? How was the leak identified? How was the leak addressed? Were any staple formation issues identified at any point in patient care? What is the current patient status? Response: I do not have any more information about this complaint.

Event description:
It was reported that after a colectomy, the surgeon stated recently they have had an anastomotic leak. He hasn't altered his technique at recently. We discussed his technique and found out he was opening the device 1.5-2 full turns. Sales rep educated him on the proper use of our device-opening 1/2 - 3/4 turns. He said he would update his technique.